Manufacturer narrative:
The reported event of an egm being corrupted was unable to be determined. The provided information was insufficient to determine the root cause for the event.

Event description:
It was reported that the pacemaker exhibited a pacemaker mediated tachycardia episode but did not include an egm. No intervention was performed. The device will continue to be monitored. There were no patient consequences.